Event description:
It was reported that the patient experienced unspecified issue with a male sling system. An artificial urinary sphincter was implanted in unknown date. Further information was requested and not yet received. The product was not explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.